Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection with sepsis. Moreover, during extraction the tip of the lead broke off in subclavian vein. Hence, the lead was capped and was explanted. No additional adverse patient effects were reported.